Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 00575001702, nexgen cr-flex gsf femoral component, lot # 61846262, catalog # 00597206132, all poly patella, lot # 61769387, catalog # unknown, unknown bearing, lot # unknown, catalog # 00111214001, palacos r bone cement, lot # 72544281. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 2648920-2015-00395, 0001822565-2019-04474.

Event description:
It was reported that the patient was revised due to pain. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows damages related to vivo and bone cement still adheres to both implants. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per package insert, pain is known adverse effect of this system and appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. Also, based on the provided medical record, it indicates that the femur might not be seated properly on the medial side. Per the surgical technique, surgical technique for the cr-flex fixed bearing knee shows on how to implant the final implants. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.